Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump did not show the w-4 bolus cancelled message when pump displayed a power interrupt. No adverse event reported. Requested return of the alleged device for evaluation.